Event description:
It was reported that during the endoscopic right hemi-hepatectomy surgery, after fired, noted some staples malformed with irregular shape. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.